Event description:
Medical examiner reported a pt death. Cause of death is pending investigation. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.